Manufacturer narrative:
Hill-rom technical support suggested swapping the side communication board. A search of the hill-rom maintenance records showed hill-rom performed preventative maintenance on this bed in 2008-2009. It is unknown if the facility performed any other preventative maintenance on this bed. Three attempts have been made regarding a resolution to this contact line, with no response. Based on this information, no further action is required.

Event description:
Hill-rom received a report from the account stating the nurse call would not work. The bed was located in the maintenance shop. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint # (B)(4).